Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on an unknown date. The implantation dates provided are (B)(6) 2009 and (B)(6) 2010, but it was not specified which date is applicable. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.